Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The black box and alarm history show no errors or alarm associated with the compliant; only typical usage was observed. The display is faded and has a pinkish contrast. The test screen powers on with normal contrast with no visible signs of fading or discoloration. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specifications. Investigators were unable to duplicate the complaint during the investigation. There was no defect found.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had an inaccurately delivery issue. The patient did not allege any harm or injury because of the reported issue. The patient indicated that over the 6 weeks her insulin needs had increased rapidly. The patient reportedly changed out her insulin and set/sites. She also reportedly increased her basal rates and I:c. In addition, according to the patient, her health care provider (hcp) had her do a trial of injection boluses in place of pump boluses. The patient alleged that she took smaller doses with injections as compared to doses taken via the pump. The patient claimed that her hcp advised her to have the pump replaced. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an inaccurate delivery issue however, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4).